Event description:
As reported by edwards affiliates in greece, during a transcatheter aortic valve replacement (transcatheter aortic valve replacement (tavr) procedure using a 23 mm sapien 3 ultra valve via a transaxillary/subclavian approach, successful valve implantation was achieved. Due to the presence of paravalvular leak, post-dilation was performed with excess volume. During post-dilatation, the delivery system balloon burst and could not be withdrawn into the esheath plus, with the device becoming caught at the distal tip. A snare technique was utilized to withdraw the delivery system to the level of the subclavian artery; however, it could not be removed from the artery. Subsequently, angio surgeons performed a surgical cutdown to remove the balloon and nose cone. No patient injury was reported, and the final patient status was stable.as per the provided imagery, the balloon was observed to have radially burst and bunched toward the nose tip, with balloon wings flared outward. It was not possible to determine from the available imagery whether any balloon material was missing.

Manufacturer narrative:
The investigation is ongoing